Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose history is as follows: (B)(6). The was removed and it was noticed that the cannula was not properly inserted into the skin. The pod's cannula was flat and bent. The patient was not feeling well and was vomiting. Hyperglycemia treated by patient with a correction bolus and activating new pod. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high blood glucose levels. The received device had the cannula assembly fully deployed with no bends or kinks. The extended portion of the cannula displayed no abnormalities that would contribute to improper insertion. Although no abnormalities were observed, a root cause for the reported event could not be determined. Correction: (device available for eval: yes, date returned to mfg: 3/6/2019). The device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes). The device had been returned to the manufacturer at the time of initial report.